Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported by the user that during an atec breast biopsy device procedure on (B)(6), 2026, "needle was difficult to get into the bushing at start of procedure, had to use 9g bushings instead. Procedure was successful but when removing the needle, they noticed it was slightly dented/flattened near the tip, which would have affected it fitting through the 12g bushings." It is reported that the procedure was completed successfully with the same device and there was no patient harm. Additional information was received on april 23, 2026. It is reported that the user site has not kept the device after the procedure; however, one image was provided in which a small dent at the base below the aperture is observed. It is reported that when using the atec biopsy device, the user site utilizes a ge unit, and metal bushing from ge as the needle guide. It is reported that the needle was not fitting within the bushing, so the user chose the larger 9g bushing to continue with the procedure. No further information is currently available.